Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 438-900 mg/dl. Manual injections and correction boluses were used to address bg. Customer went to the emergency room and fluids/intravenous insulin were delivered. Bg lowered to 159 mg/dl. Customer was admitted to the hospital for elevated bg. Treatment continued. Elevated bg was resolved. Customer was released from the hospital on (B)(6) 2019 with no permanent injury. Customer alleged no insulin was observed exiting the cartridge pigtail and was cause of elevated bg. Customer reverted to using insulin pens for insulin therapy.